Manufacturer narrative:
Analysis of the pump found a motor/gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving baclofen (2000 mcg/ml) at 1592.8 mcg/day via an implantable pump in flex infusion mode (lot number and dates of therapy not reported). Indications for use included intractable spasticity and multiple sclerosis. Medical history included the report that the patient had experienced a stroke, was not "walking around," and was in a nursing home." Concomitant medications were not reported. According to pump logs examined on (B)(6) 2015 at 06:12, a motor stall occurred ; no magnetic resonance imaging (MRI) was done that day. The motor stall was noticed by the refill hcp at pump refill; which was logged at 15:46 that day. No patient symptoms were reported. On (B)(6) 2015 at 11:47, motor stall recovery was noted. It was also noted that the pump was coming to it's end of life, so it was replaced on (B)(6) 2015 and returned for analysis. On (B)(6) 2015 at 07:12, another motor stall was noted in the logs, but no recovery was noted. Additional information regarding troubleshooting and cause of the motor stalls was requested. As of (B)(6) 2015, the additional information could not be obtained as the company representative had no further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.